Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/12/2016, that on (B)(6) 2016, the patient experienced a skin reaction. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2016. Patient reported that when they removed the sensor they saw red bumps that were itchy. Reaction was located under the sensor pod. On (B)(6) 2016, the patient went to the doctor due to the skin irritation to treat the reaction. Affected area was treated with the prescribed cream. At the time of contact, the patient had an ongoing reaction. Additional event or patient information was not provided. No product or data was returned for investigation. The reported event of skin reaction was not confirmed. A root cause could not be determined.